Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor detected during seating or regular delivery error. Customer stated that they went swimming and got this error. Customer stated that insulin pump performs safety checks and an error was found. Customer stated that alarm they were reporting was other critical pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.